Manufacturer narrative:
Stryker performed an initial investigation of the device and was unable to duplicate or verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report their device did not provide defibrillation as expected. This issue is patient related; however there was no adverse event reported. Another device was used.

Manufacturer narrative:
After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device did not provide defibrillation as expected. This issue is patient related; however there was no adverse event reported. Another device was used.